Event description:
It was reported that pericardial effusion occurred. A left atrial appendage closure procedure was performed. The 20mm watchman flx laa closure device was implanted and a pericardial effusion was noted. When reviewing contrast shots, it was noted that the pericardial effusion was seen before the 20mm watchman laa closure device and delivery system were introduced into the watchman fxd curve access system. The pericardial effusion occurred sometime during the pigtail manipulation and access system manipulation in the appendage. Pericardiocentesis was performed and the patient has fully recovered.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage closure procedure was performed. The 20mm watchman flx laa closure device was implanted and a pericardial effusion was noted. When reviewing contrast shots, it was noted that the pericardial effusion was seen before the 20mm watchman laa closure device and delivery system were introduced into the watchman fxd curve access system. The pericardial effusion occurred sometime during the pigtail manipulation and access system manipulation in the appendage. Pericardiocentesis was performed and the patient has fully recovered. It was further reported that the patient was discharged home post procedure.